Event description:
Patient reported "encapsulation, pain". Later the hcp provided an ultrasound stating "breast implant without alterations" and "intact breast implant, no abnormal contrast uptake. Bi rads 2". Later, per ultrasound it was reported "contracture of prosthesis. Retroglandular prostheses. Bi-rads 2". Later, per pfn hcp reported "grade of capsular contracture IV". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade of capsular contracture IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., a.6.

Event description:
Patient reported "encapsulation, pain". Later the hcp provided an ultrasound stating "breast implant without alterations" and "intact breast implant, no abnormal contrast uptake. Bi rads 2". Later, per ultrasound it was reported "contracture of prosthesis. Retroglandular prostheses. Bi-rads 2". Later, per pfn hcp reported "grade of capsular contracture IV". This record is for the left side. The device remains implanted.